Manufacturer narrative:
Customer has not yet returned the device to the manufacturer. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results. (B)(4).

Event description:
A report was received explaining that the listed device was found leaking at the cuff while in use with the patient. The device had been in use overnight, and had reportedly leaked .8ml of fluid from the device cuff. The cuff was re-inflated with water to 1.2ml (typical amount patient uses in cuff). After the device was in use for an additional 6 hours, the cuff leaked .4mls. Due to the leaking cuff, the tracheostomy tube was replaced. Additional information regarding product code/lot/user outcome/etc. Has been requested. No information has been provided at this time. There was no report of any patient injury.

Manufacturer narrative:
One used tracheostomy tube was returned for product evaluation. Visual inspection observed the device flange partially detached from the tracheostomy tube shaft. The inflation line was also observed partially detached from the tracheostomy tube. The damaged flange and inflation line resulted in a leak in the inflation system, causing the device cuff to lose pressure when inflated. A review of the device history record could not be performed as not lot information was reported. Although the root cause of the damages could not indisputably be determined, the location and physical characteristics of the damages are indicative of the tube being worn out due to excessive stress and motion applied to the tracheostomy tube (likely while the tracheostomy tube was connected to a ventilator and in use with patient). No evidence was found to suggest the reported event was related to an intrinsic product defect.